Event description:
The customer reported that they have had intermittent problems with this device. They reported that values have disappeared from time to time, white screen, a lot of moisture in the device, and no water trap.